Event description:
It was reported that the tubing of a clearlink solution set disconnected from the stopcock valve. This event occurred during patient use. Minimal blood loss was reported, though no medical intervention was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on the associated lot number ur13d26101 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.